Event description:
The account alleged the bed would not go into trendelenburg position. No injury reported.

Manufacturer narrative:
The technician replaced the trendelenburg gas springs to resolve the issue.